Event description:
A valiant captivia stent graft system was implanted into a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that valiant 34x34x150 was implanted in the descending aorta. The physician performed 2-debranchings prior to the tevar in zone1. After debranching, guide wires delivered from both sides, and when valiant delivery system was deployed, a guidewire on the left was removed, and then, valiant was delivered from the right common iliac artery and placed on the descending aorta. After that, lsa was protected using the occlusion balloon. Then again, guidewire was advanced from the left, and after another manufacturer's delivery system was deployed, the left guidewire was removed once again, and the other manufacturer¿s device 44-40-200 was placed just below the innominate artery. After touch-up was performed on the junction area (the descending aorta only) using another manufacturer¿s balloon, the final angiogram was performed to ensure no endoleak existed. The procedure was completed after the artery plug with the diameter of 14mm was delivered to lsa. After the operation ended the patient was transferred to ICU with no problem with the blood pressure and with her vital signs being stable. The following day the patient¿s blood pressure dropped suddenly, and the patient was under cardiopulmonary arrest. CT was taken but the images did not show any notable findings such as dissection, thus failing to identify the possible cause. The patient expired. The physician stated that the valiant stent graft in the descending aorta is deemed not related to the patient¿s death. After all things are considered, the cause is still unknown.

Manufacturer narrative:
(B)(4).